Event description:
While the dentist was using the machine it blew up. The dentist suffered as yet undetermined vision problems. He is currently being seen by an ophthalmologist to eval his condition.